Event description:
Reported as, "broken port."

Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted both breakage and a sharp opening of the port tubing. The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. These breakages may have been the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."